Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke. The procedure was completed with a second fiber and no patient clinical consequences.

Manufacturer narrative:
Investigation summary: with the available information bsc concluded that the reported fiber tip break was confirmed. Analysis identified that the glass cap was detached and not returned. It was also found that the outer flow tubing around the directional indicator appeared damaged. It is probable that the glass cap detachment occurred due to elevated temperatures, near the laser beam output window. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuous elevated temperatures can lead to fiber damage, including glass cap detachment. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass caps was detached/separated distal to the red octagon. It was also found that the outer flow tubing proximal to directional indicator appears damaged. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appear in good condition and are secured. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: reuse or misuse of a fiber will result in an increased potential for damage to the fiber and ancillary equipment, i.e., cystoscopes. If excessive tissue or debris is allowed to accumulate on the laser fiber cap, over heating of the laser fiber cap will occur leading to premature laser fiber degradation and/or laser fiber failure. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap detachment. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke. The procedure was completed with a second fiber and no patient clinical consequences.